Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted and the stent could not be advanced. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.